Event description:
During a breast biopsy when the radiologist advanced the marker into the breast, the tip broke off into the pt. The radiologist was able to retrieve the marker tip after taking a diagnostic radiograph to locate the marker tip and extending the incision. A total of 4 attempts were made to deploy a clip and all resulted with the marker tip breaking off. The radiologist was able to visualize and retrieve all from the pt's breast. A fifth device was used to successfully deploy a tissuer marker. There was no pt consequence.